Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing right rib pain due to lead migration. The patient underwent a lead revision procedure wherein the lead was pulled down back to it's original location. The patient was reportedly doing well post operatively.